Event description:
Potential for injury associated with the tilt actuator braking and not working when the tilt is at its highest stress point. Although the end user was not in the chair when this event occurred, there is still potential for the end user to become stranded in a tilt position.